Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant procedure, this right ventricular (rv) lead exhibited high out of range shocking lead impedance measurement greater than 200 ohms when tested on a pacing system analyzer (psa) and hooked to the new device. The physician then tried another device and tested impedances with psa; stable impedance measurement obtained. It was agreed that the issue was most likely with the proximal coil and the device was then successfully tested rv coil to can with a shock impedance of 61 ohms. Furthermore, it was reported that the patient recently had multiple dialysis access catheters inserted in right subclavian vein and that the physician was hitting the lead during dialysis procedure. This rv lead remains in service. No adverse patient effects were reported.